Event description:
The customer reported blank display. Troubleshooting was performed. The battery cap contacts were cleaned, the batteries and the battery cap were inserted properly on the pump. The display continued to be blank. Later the customer's family member called and raises their concern about the display. Also the family member mentioned that the customer has been in dka twice a week before the call. A replacement pump was requested.